Event description:
Unipolar unit for laparoscopic case shorted & cord caught on fire. No injury to pt. Minor injury to employee. Cord found to have excessive wear & tear. Cord removed from device and replaced.